Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this retrospective study was to assess the efficacy and safety of excisional atherectomy with the turbohawk atherectomy device in the treatment of lower limb peripheral vascular disease and to evaluate the learning curve involved in the institution of a new treatment modality. This study encompasses 24 patients (28 limbs 48 vessels) treated. Access was gained via a femoral artery puncture with a 7-fr sheath. Intravenous heparin was routinely administered. The target lesion was crossed with a 0.014-inch wire. A spiderfx embolic protection device was placed below the target lesion in all cases. Atherectomy was employed on the target lesionuntil a suitable angiographic result was obtained. Pre-atherectomy dilatation angioplasty was used as necessary to facilitate transit of the device. Post-atherectomy adjunctive procedures were employed based on completion angiographic results. A non-mdt closure device was used in all cases. Procedural success was defined as a residual angiographic stenosis of less than 30% at the conclusion of the case. Atherectomy was possible in 98% of cases. In one case the device was unable to cross the vessel. Of the remaining 47 vessels, (51%) were femoral vessels, (26%) popliteal and 11 (23%) tibial. Fifteen vessels had previously had some form of endovascular intervention; five vessels had been treated with stenting. There were four instances of embolization treated successfully with suction embolectomy and four instances of flow-limiting dissection treated with stenting. There was one case of retroperitoneal haematoma. No complication led to adverse long-term outcomes. Procedural success was 98%. Patients were followed at 1, 3, 6, 9 and 12 months with clinical examination and repeat duplex ultrasonography. Patients underwent further intervention if symptoms developed and restenosis of greater than 50%. Mean follow-up was 216 days. Thirteen vessels required re-intervention with either atherectomy or stenting. Over the course of the follow-up period. One patient required open revascularization via a femoropopliteal bypass graft. There were no instances of amputation in the critical limb ischaemia patients.